Manufacturer narrative:
The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating the case in detail. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore not related to product quality.

Event description:
(B)(6) 2018 - (B)(6) year-old female patient received a mixed injection of artz dispo and 1% carbocain to the right knee for osteoarthritis. Before the injection, the injection site was sterilized with cotton balls soaked in 0.5% hexizac alcohol solution. After the injection, the injection site was covered with sterilized gauze and applied plaster. (B)(6) 2018 - she had pain in the right knee due to septic arthritis since the night. (B)(6) 2018 - she visited to the clinic. She was prescribed loxonin, mucosta and calcitriol. (B)(6) 2018 - she was introduced to another hospital.

Manufacturer narrative:
We are investigating the case in detail. Updated data: b.5, g.4, g.7, h.2 and h.10. This additional information was reported from the treated physician. Mssa was detected. He received arthroscopic synovectomy again. He resolved with sequelae(pain and weakened adl). Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018: an 86 year-old female patient received a mixed injection of artz dispo and 1% carbocain to the right knee for bilateral osteoarthritis. Before the injection, the injection site was sterilized with cotton balls soaked in 0.5% hexizac alcohol solution. After the injection, the injection site was covered with sterilized gauze and applied plaster. On (B)(6) 2018: she had pain in the right knee due to septic arthritis since the night. On (B)(6) 2018: she visited to the clinic for right knee pain. Temp; 37.8 degrees c, bp; 155/69, pr; 109, wbc; 10900/microl, rbc; 369 x 10^4/microl, hb; 10.9 g/dl, ht; 33.4%, plt; 18.6 x 10^4/microl, neut; 85.6%, eosi; 0.1%, baso; 0.2%, lymp; 8.3%, mon 5.8%, crp 25.48 mg/dl. She had swelling and movable pain in her right knee. She received an injection of ctm. She was prescribed loxonin, mucosta and calcitriol. On (B)(6) 2018: she was prescribed flomox. On (B)(6) 2018: she was introduced to another hospital. Wbc; 13890/microl, crp; 30.82 mg/dl, procalcitonin; positive. The physician diagnosed right septic arthritis. She received synovectomy. Mssa(methicillin-susceptible staphylococcus aureus) was detected. On (B)(6)2018: wbc; 9860/microl, crp; 27.64 mg/dl. On (B)(6)2018: she received arthroscopic synovectomy again. She received an infusion of cefazolin and was prescribed kefral and minomycin. On (B)(6)2018: she resolved with sequelae (pain and weakened adl; activities of daily living).

Event description:
(B)(6) 2018: an 86 year-old female patient received a mixed injection of artz dispo and 1% carbocain to the right knee for bilateral osteoarthritis. Before the injection, the injection site was sterilized with cotton balls soaked in 0.5% hexizac alcohol solution. After the injection, the injection site was covered with sterilized gauze and applied plaster. (B)(6) 2018: she had pain in the right knee due to septic arthritis since the night. (B)(6) 2018: she visited to the clinic for right knee pain. Temp; 37.8 degrees c, bp; 155/69, pr; 109, wbc; 10900/microl, rbc; 369 x 10^4/microl, hb; 10.9 g/dl, ht; 33.4%, plt; 18.6 x 10^4/microl, neut; 85.6%, eosi; 0.1%, baso; 0.2%, lymp; 8.3%, mon 5.8%, crp 25.48 mg/dl. She had swelling and movable pain in her right knee. She received an injection of ctm. She was prescribed loxonin, mucosta and calcitriol. (B)(6) 2018: she was introduced to another hospital. (B)(6) 2018:the physician diagnosed right septic arthritis. She received synovectomy as emergency surgery. Gram positive coccus was detected from synovial fluid. 2018- unk - she took flomox.

Manufacturer narrative:
We are investigating patient's outcome. The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo. This additional information was provided from the injection physician. 1% carbocain was added as a suspect drug. Ht on march 19 was changed from 90% to 33.4% .

Event description:
On (B)(6) 2018: an 86 year-old female patient received a mixed injection of artz dispo and 1% carbocain to the right knee for bilateral osteoarthritis. Before the injection, the injection site was sterilized with cotton balls soaked in 0.5% hexizac alcohol solution. After the injection, the injection site was covered with sterilized gauze and applied plaster. On (B)(6) 2018- she had pain in the right knee due to septic arthritis since the night. On (B)(6) 2018- she visited to the clinic for right knee pain. Temp; 37.8 degrees c, bp; 155/69, pr; 109, wbc; 10900/microl, rbc; 369 x 10^4/microl, hb; 10.9 g/dl, ht; 90%, plt; 18.6 x 10^4/microl, neut; 85.6%, eosi; 0.1%, baso; 0.2%, lymp; 8.3%, mon 5.8%, crp 25.48 mg/dl. She had swelling and movable pain in her right knee. She received an injection of ctm. She was prescribed loxonin, mucosta and calcitriol. On (B)(6) 2018- she was introduced to another hospital. On (B)(6) 2018- the physician diagnosed right septic arthritis. She received synovectomy as emergency surgery. Gram positive coccus was detected from synovial fluid. 2018- unk - she took flomox.

Manufacturer narrative:
This additional information was reported from the injection physician. Concomitant drugs were added. A blood laboratory test was performed and the patient received antibiotics on march 19th. The patient received synovectomy to the right knee as emergency surgery in another hospital. Gram positive coccus was detected from synovial fluid. The physician considered that septic arthritis might be developed due to the injection procedure rather than quality issues of artz dispo. We are investigating physician's reassessment and patient's outcome. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Manufacturer narrative:
This is a definitive report. Updated data: b.2, b.5, g.4, g.7, and h.10. This additional information was reported from the treated physician. The patient was admitted and discharged. Wbc and crp were tested on 19th april. Company comment: according to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot #5l7y21. Furthermore, no adverse event has been reported in the same lot from other facilities except for this case. The septic arthritis was therefore assessed as "not related" to artz dispo.

Event description:
On (B)(6) 2018- - an 86 year-old female patient received a mixed injection of artz dispo and 1% carbocain to the right knee for bilateral osteoarthritis. Before the injection, the injection site was sterilized with cotton balls soaked in 0.5% hexizac alcohol solution. After the injection, the injection site was covered with sterilized gauze and applied plaster. On (B)(6) 2018 - she had pain in the right knee since the night. On (B)(6) 2018- - she visited to the clinic for right knee pain. Temp; 37.8 degrees c, bp; 155/69, pr; 109, wbc; 10900/microl, rbc; 369 x 10^4/microl, hb; 10.9 g/dl, ht; 33.4%, plt; 18.6 x 10^4/microl, neut; 85.6%, eosi; 0.1%, baso; 0.2%, lymp; 8.3%, mon 5.8%, crp 25.48 mg/dl. She had swelling and movable pain in her right knee. She received an injection of ctm. She was prescribed loxonin, mucosta and calcitriol. On (B)(6) 2018 - she was prescribed flomox. On (B)(6) 2018 - she was introduced to another hospital. Wbc; 13890/microl, crp; 30.82 mg/dl, procalcitonin; positive. The physician diagnosed right septic arthritis. She received synovectomy. Mssa(methicillin-susceptible staphylococcus aureus) was detected. On (B)(6) 2018 - wbc; 9860/microl, crp; 27.64 mg/dl. On (B)(6) 2018 - she received arthroscopic synovectomy again. She received an infusion of cefazolin and was prescribed kefral and minomycin. On (B)(6) 2018 - wbc; 5220/microl, crp; 10.87 mg/dl. On (B)(6) 2018 - she recovered with sequelae (pain and weakened adl; activities of daily living). On (B)(6) 2018 - she was discharged.